Manufacturer narrative:
The console device was not returned to the service center but was serviced on-site at the customer's facility by a field service engineer (fse). The fse confirmed the reported issue of the device debris shield issue. It was found that the protective lens was damaged. An on-site optical path inspection and calibration revealed a defective spot on the focusing lens, which necessitated a replacement. The new focusing lens arrived and tested normally. The replacement of the fiber port resolved the issue, and the unit was within specification. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. The device history record (DHR) and service history record (shr) indicate that this p50 was installed on 30 october 2023, and this event occurred 1 year after the system installation. After this period, component wear, failure or damage is possible based on product use. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation, indicating that expected or random component failures were identified, with no design or manufacturing issues found.

Event description:
It was reported that during the procedure, the device protective glasses were damaged while using a power setting of 10w (1j, 10hz). The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.

Manufacturer narrative:
Initial reporter's facility name: (B)(6) hospital.

Event description:
It was reported that during the procedure, the device protective glasses were damaged while using a power setting of 10w (1j, 10hz). The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.